Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found it to be operating according to specification. No repairs were required, and the table was returned to service. The table was installed in 2011 making it approximately 9 years old and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The 4085 surgical table operator manual states (2-3), "2.2 patient positioning and weight limitation: note: when positioning the patient on the table, note the following: 1) always check patient stability when patient is positioned." The technician counseled user facility personnel on the proper use and operation of the 4085 surgical table, specifically on ensuring patient stability. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table was commanded to slide towards the head end when the table began to tip. The tabletop was recentered over the column and the procedure was completed successfully.